Event description:
A report was received stating the pt would undergo a lead revision. The reason for the revision was the tension relief loop was putting pressure on the pt skin was starting to become exposed. The physician sutured the lead down deeper. The pt is reportedly doing well.